Event description:
This mitraclip report is conservatively filed for patient death. It was reported that on (B)(6) 2013 one mitraclip was implanted in the patient with functional mitral regurgitation (mr), reducing the mr from grade 3+ to 1+. On (B)(6) 2014 the patient expired at home while sleeping. The death certificate and cause of death were currently unavailable. The study physician indicated this death is unrelated to the clip procedure but it is unknown if it is related to the mitraclip device. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was found unresponsive on the floor. Advanced cardiac life support including chest compressions was administered, but the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4).